Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable tachy device had six and half years last but got five years left recently in a week. The field representative asked if clearing the counter will update the longevity. Additional information indicated that there were no actions taken. The device remains in service. No adverse patient effects were reported.